Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 6:00am at the end-user's home. End-user stated they performed a blood glucose test and received a result of 350mg/dl. End-user stated that he then took 24units of humalog. End-user stated that he then laid down and passed out. He stated his wife found him seizing and proceeded to call ems. The end-user said he is unsure how long he was passed out before his wife found him. He stated the ems arrived within 15-20 minutes and tested his blood glucose with their meter and received a result of 47mg/dl. He said the ems did a blood glucose test with his prodigy meter and received a result of 190mg/dl. Ems gave the end-user glucose gel by mouth and transported him to the hospital. He doe not remember what her blood glucose was when they arrived at the hospital. He said he was given glucose by IV at the hospital. He was unsure what his blood glucose was prior to discharge and was told to follow up with his primary doctor. The end-user stated he's on a sliding scale that is as follows: humalog daily 90-140 150 to 174mg/dl-7units, 175 to 199mg/dl-10units, 200 to 224mg/dl -12units, 225 to 250mg/dl-14units, 250 to 275mg/dl-16units 275 to 300mg/dl-18units 300 to 325mg/dl-20units 325 to 350mg/dl -22units, 350 to 375mg/dl-24units 375 to 400mg/dl-26units, 400+ - call doctor lantus night 20 mg/dl. End-user said he was treated at (B)(6) medical center emergency room located (B)(6). No additional information was provided.